Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify ¿the reload disassembled to be used for stapling force (activation)¿. Were there issues with installing the cartridge? Did the cartridge come apart? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?

Event description:
It was reported that during a gastroplasty procedure, the stapler only cut and did not staple. Additionally, the reload disassembled to be used for stapling force (activation). Another like device was used to complete the procedure. There were no adverse consequences for the patient.